Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6207957. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 18 g x 1.16 in. Bd angiocath¿ autoguard¿ shielded IV catheter did not retract after safety activation and a nurse suffered a contaminated needle stick injury. The hospital's needle stick procedure was followed.